Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, a facility representative reported via (B)(4) that an ar-8943-15 low pro depth device from set ar-8943s broke during a case with no pieces left inside the patient, who was unaffected.